Event description:
It was reported that the lead was showing low bipolar impedance. The caller also asked what material the lead and connector are made out of. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received.